Manufacturer narrative:
The device is not available for return. Without the return of the sample or a photo/video a comprehensive review cannot be performed. The reported complaint of a broken microclave could not be confirmed and a probable cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Updated information: d9.

Manufacturer narrative:
Corrected information can be found in h10 - related report numbers, d10 concomitant products, e3 - initial reporter occupation, g2 - report source and h6 component code.

Manufacturer narrative:
The device is reported to be available for evaluation, however, it has not yet been received.

Event description:
The event was reported via medsun uf/importer report # (B)(4) involving a 5 gang 4-way nanoclave¿ stopcock w/baseplate, rotating luer. The event occurred on an unspecified date in september 2025; 1st september 2025 is being used as place holder. The customer reported that the patient was in transport back to the intensive care unit when a "snap" was heard. Norepinephrine line was disconnected. The microclave on the manifold had cracked and snapped in half. There was patient involvement, but harm was not reported as a consequence of this event.